Event description:
The customer performed a blood glucose reading and received a result of 178mg/dl. The customer dosed 5 units of insulin. The customer stated that their blood sugar immediately dropped. Ems was called, their device read "lo." The customer was given glucose and taken to the ER. A cat scan and x-ray were performed. The customer was given IV fluid and was observed in the ER for 7 hrs. No controls were being used and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.